Event description:
On (B)(6) 2008, customer reported erroneous differential results without instrument generated flags when using a coulter lh 780 hematology analyzer. A sample tested on (B)(6) 2008 did have instrument generated flagging for blasts, and 29% blasts on manual differential. A sample from the same pt tested on (B)(6) 2008 did not have instrument generated flags for blasts, and had 24% blasts on a manual differential. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample stored at room temp and run within 30 minutes after collection. The instrument is currently performing within quality control (qc) specs with respect to controls and reproducibility. Controls were run before this incident within acceptable limits. Raw data was requested but not provided for this event. The instrument has been serviced, however, no details were provided. Root cause is unk. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.